Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon which was the error e226 was duplicated due to the failure of the camera cable at the connector side boot. The error e226 could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the signal transmission failure due to the camera cable failure. The camera cable failure might be attributed to the excessive force such as bend and/or twisting being applied while transportation, installation and/or reprocessing and so on. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error e226/e216 occurred and the unstable endoscopic image (like sandstorm, turning dark) appeared while the video connector was moved. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.